Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. Review of the submitted log files revealed a continuous driveline power fault alarm that was associated with a pwr_a_broken (error code f4) fault. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The patient¿s system controller and modular cable were exchanged. Follow up log files were submitted which captured no unusual alarms or events. The driveline power faults did not return post exchange; however, a specific cause for the alarms could not be identified. It was reported that modular cable, lot number: 7955626, was not returned for evaluation. The relevant sections of the device history records for modular cable, lot number 7955626 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these alarms. The handbook states and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had driveline power fault alarms during the afternoon while watching television and went to the emergency room. The driveline was discolored but had no visible signs of damage. The alarms were cleared on the system monitor in the clinic, but they started again. The alarms were cleared again and had not occurred since. The cause of the alarm was not identified. The modular cable and system controller were exchanged which resolved the event. The event log files on the old system controller captured some low power advisories on 22may2024 and 24may2024 due to normal battery depletion and driveline power faults (power a) on 24may2024 and 25may2025. The event log files on the new system controller captured its connection on 25may2024 at 22:39. No alarms were noted with the new system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.